Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-00399. It was reported that a valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was selected; however the outer packaging was damaged and during preparation fluid was leaking from the closed stopcock valve. This device did not enter the patient. The procedure was completed with another of the same device.